Manufacturer narrative:
The device was returned to olympus for investigation. The investigation revealed fluid invasion throughout the entire scope that caused the image to malfunction. It was determined that the fluid entered the scope through the electrical connector due to user handling.

Event description:
The hospital reported a total loss of image druring a procedure. The procedure was completed with the use of another similar device. There was no allegation of harm.